Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test, and no motor error alarms were noted. However, the device is unable to be primed during the prime test due to a faulty force sensor resistor. The motor was tested outside the device and passed. There was no cosmetic damage on the pump. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump received a motor error alarm. The patient's blood glucose value at the time of incident was 144 mg/dl. The customer was not doing anything with the device when the motor error occurred. Troubleshooting was initiated and the customer was able to rewind the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The customer sent the pump back for analysis and a replacement device was shipped to the customer.